Manufacturer narrative:
The technician isolated the issue to a worn caster. The technician replaced the caster to repair the bed.

Event description:
Information received indicates the caster continues to ratchet when in brake.